Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeons reported that the clips were firing but not forming at all intermittently. Upon observation, the first two clip firings performed as expected without issues. On third firing, it seemed that during loading of the clip in jaws, the clip appeared to fall out of the jaws unformed. The next three firings performed as expected. The following firing, the clip fell out of jaws unformed. In all, five clips fell out of jaws unformed. Technique was observed and it appeared that firing/use of device was correct and the surgeon was firing plastic to plastic, no rapid firing, etc. The surgeon checked integrity of formed clips and felt confident continuing the procedure with the said device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws and latch posts. The er320 device was returned for analysis and upon inspection the jaws were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and the lockout was found to be non-functional. Due to the condition of the device, no functional testing could be performed to evaluate the reported event; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The instrument was disassembled in order to evaluate the condition of the internal components and the latch was found to be damaged. No conclusion could be reached as to what may have caused this damage. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.